Event description:
It was reported that the patient had no use of the left arm or hand at all, despite adjustments to therapy. They alleged that nothing works due to the healthcare provider missing the thalamus during the initial deep brain stimulation (dbs) surgery in 1996. Further clarification was received from the patient. They understood that they were one of the first patients to receive dbs. Subsequently, it was confirmed years ago that the thalamus was not targeted correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.